Event description:
Info was received that reported a pt was hospitalized for cardiac surgery recovery experienced an incident of hyperglycemia while in the hospital. The reporter stated that the pt had blood glucose >500 mg/dl for which he was treated and he discontinued use of the device. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.